Event description:
It was reported that a volume discrepancy occurred. The patient stated that the pump had never worked since implanted in (B)(6) 2012 and they never received therapeutic effect from the pump. The patient experienced withdrawal shortly after implant and experienced symptoms of high blood pressure, feeling "very sick" and flu-like symptoms. The patient stated that at each refill no drug had left the pump and that the full 20ml were withdrawn. Another source stated that during a refill the expected residual volume was 7ml and they received 19ml from the pump. Neither the patient's managing physician nor the manufacturer representative were made aware of the issue. The patient reported hearing no alarms. It was later reported that the pump had been explanted. The physician decided to explant the pump without performing a dye study on the catheter. The catheter remained implanted and was tied off. The patient did not want a replacement pump implanted as she had already gone through withdrawal. The patient outcome was reported as recovered without sequelae. The device system was used to deliver fentanyl. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter product ID, 8578 lot# n304553006, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly; normal device function. Returned for analysis was also the sc assembly, proximal segment and the pin connector of the 8578 catheter model along with a tiny piece of 8709 attached to it. Analysis of the same revealed an indent in seal and occlusion. The indent appeared to be completely offset to lumen. The catheter access port was found not to be patent. The analysis of the 8709 incomplete catheter segment revealed acceptable catheter testing.